Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 26-mar-2021, it was reported that on (B)(6) 2021, the patient's infusion set's tubing detached from the site location. The site location was patient's abdomen, and the pump was in the side pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress/pull on the tubing as the infusion set got pulled out from the body and the pump was not dropped from the set connected to patient's body. At the time of this report, the patient's blood glucose level was 293 mg/dl. No further information available.